Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 135 mg/dl. Customer stated that the pump was not working. Customer was exercising and then he received a button error alarm. Customer did not have the pump on while he was exercising. Customer stated that there was possible sweat exposure. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.